Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, one year after an unknown surgery, the trochanteric femoral nail advanced (tfna) nail was broken around an unknown helical blade hole. Initially, the patient had an implantation of expert humeral nail (ehn) system on the right humerus and a tfna long system was used on the right femur on (B)(6) 2017. However, after the surgery, the fracture sites were still unstable. Thus, the surgeon considered doing a re-operation, yet, the patient did not agree. Moreover, a follow-up observation was performed. Unfortunately, the patient fell which caused the breakage of the tfna nail. Then, the surgeon suggested the patient for re-operation but still the patient refused. Currently, bone healing has already completed on the affected sites, thus, the patient requested a re-operation for removal of implants on (B)(6) 2019. The surgeon's opinion was that during an initial surgery, an affected sites remained unstable after the operation due to an improper reduction resulting to an excessive load to the implants, causing breakage of the nail. Patient status is unknown. Concomitant device reported: unknown helical blade (part# unknown, lot# unknown, quantity 1) and unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 9mm/125 deg ti cann tfna 360mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- device history lot manufacturing location: monument, manufacturing date: 16-feb-2016, expiration date: 01-feb-2026, part number: 04.037.926s, 9mm/125 deg ti cann tfna 360mm/right- sterile, lot number: h036192 (sterile). Component part(s) reviewed: 04.037.912.2, lock prong, 125 degree tfna, bp55, lot number: 9668017, 04.037.912.4, wave spring, shim ended, bp55, lot number: 7921068, 04.037.912.3, tfna lock drive, bp58, lot number: 9982091, part number: 21127, timoagri16.00, bp80, lot number: 9947470. Certified test report supplied by perryman company dated 11-sep-2015 and certificate of analysis supplied to perryman by metalwerks pmd dated 29-may-2015 were reviewed and determined to be conforming. Lot summary report dated 13-nov-2015 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown if the planned procedure occurred on (B)(6) 2019. It was noted the patient did experience pain due to the broken device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.